Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the heating, burning, and shocking sensations are still unknown at this time. The patient is currently waiting for an appointment with their doctor (unsure of the date). The patient's issues have not been resolved, and the patient is reporting that he still gets shocked randomly around the battery site. No further information was reported.

Manufacturer narrative:
Date of event: year is valid, but exact date and month are not known. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient noticed random shocking and burning sensation around the implantable neurostimulator (ins) for about a month and a half prior to this report. The sensation allegedly sometimes continues even when the patient turns the ins off. There were no falls/traumas associated with the issue. It was also noted the ins feels warm, like it is heating up after recharging for a while. The patient stated they turn the ins when they feel this sensation, which causes the sensation to go away for awhile, but it returns a few hours later. The day prior to this report, the patient felt the sensation intermittently for about 1.5 hrs. Impedances were normal: all in a range from 600-1200 ohms. It was noted the patient did not have a current managing physician.